Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication and requested to verify. A technical support specialist (tss) directed the user on how to request pharmacy-verify. Once the request was submitted, the tss guided the user to contact the pharmacy regarding the three available approval methods. The pharmacy administration confirmed the request, and the user was able to log back in to issue the medication. The item had been successfully issued. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue medication tramadol 50mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.